Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2013, as part of the e7059 wallflex preoperative biliary drainage clinical trial. On (B)(6) 2013, the patient was hospitalized. On (B)(6) 2013, a diagnostic pancreatic protocol MRI was performed and the physician noted a 2.20cm tumor at the head of the pancreas and the clinical tumor stage was ib - t2 n0 m0. On (B)(6) 2013, liver function tests were performed. Baseline biliary obstructive symptoms of jaundice, itching, dark urine and pale stools were reported. A biliary sphincterotomy was performed on (B)(6) 2013 and a wallflex fully covered stent was placed. On (B)(6) 2013, the fully covered stent was removed due to hemorrhage unrelated to the stent. The wallflex uncovered stent was placed during a biliary stent placement procedure and the stent was deployed in a satisfactory position across the stricture. On (B)(6) 2013, the patient was transitioned to palliative management. Curative intent surgery was not attempted due to new evidence of unresectability from disease progression. An assessment of biliary obstructive symptoms was performed and revealed no symptoms. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient was admitted to the hospital and the patient presented with angiocholitis due to stent obstruction. (B)(6) 2013 the physician performed a biliary reintervention and placed a wallflex fully covered stent inside the wallflex uncovered stent. The event was deemed resolved on (B)(6) 2013. The patient died on (B)(6) 2013. According to the physician the patient¿s death was not related to the bsc stents. The cause of death was unknown.

Manufacturer narrative:
Study: e7059 wallflex preoperative biliary drainage clinical trial. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.